Event description:
Upon additional follow up; the surgeon indicates corneal scarring along with the symptoms which have persisted for two years, they have scraped three times along with topical treatment without further improvement. The patient continues to follow up.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause was identified. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a patient with subepithelial fibrosis and corneal haze after prk enhancement. They 'lifted and scraped' twice without resolution. The patient reported decreased vision od. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).